Manufacturer narrative:
(B)(4). Additional information: physician indicated he believed the dissection was caused by the attempts to pass the sheath over the extruded filter hooks. The balloon was used to tamp down the dissection and re-establish antegrade flow through the ivc. This case was reviewed and investigated according to volcano policy. No physical product investigation was possible as the device was discarded at the hospital. The customer was unable to provide the serial number of lot number of the device. The manufacturing documentation for the crux vena cava filter system, femoral (pn 400-0200.236) devices shipped to the customer prior to implantation date were reviewed and each of the devices met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within these lots. We will continue to monitor these types of review complaints.

Event description:
It was reported a crux device was implanted in (B)(6) of 2015. During retrieval on monday, (B)(6) 2015, the ivc had a dissection. An angioplasty balloon was used to patch the dissection. The dissection did not bleed. Procedure details: femoral site was prepped. Physician used a 6fr sheath inside a 10 fr sheath; then used a snare to capture the caudal retrieval anchor. Advanced the 6fr sheath up to the caudal anchor. Physician then advanced the 10 fr and the filter would not disengage from the ivc. Physician made several attempts, then noticed he was creating clots under the filter. Physician then retrieved the 6fr and 10fr sheath. Once removed, physician noticed the 10fr sheath had an accordion look to the end. At that point physician decided to retrieve via jugular, using a 6 fr sheath within a 10fr sheath. Physician advanced 6 fr sheath, then 10fr sheath to the cranial anchor, and then the cranial anchor would not disengage either. At that point he continued more pressure, finally disengaged, and was able to retrieve the filter. It was at this point the ivc had a dissection and the physician used an angioplasty balloon to patch the dissection. Then physician removed everything. Patient was discharged as normal. All reasonably known patient information is included in this report.